Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not display the load set prompts when tubing was inserted. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported load points not displayed when tube set inserted, which was reproduced during evaluation. The cause was determined during a visual inspection to be a stuck upper hook switch. The upper auxiliary switch was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.